Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastric sleeve, on stapling the stomach, it appeared as the reload was fired however no staples appeared and there was no knife blade. A new reload was opened and was fired successfully to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual examination of the staple cartridge noted that the reload was fully fired. The proximal end of the adapter was broken/fractured and received separated from the loading unit/reload. The articulation flag was bent. Functional testing of the reload could not be performed due to the damage to the adapter and articulation rod. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. Additionally, the investigation detected a secondary condition of a broken adaptor that has no relationship to the reported condition. Replication of the damaged reload adapter may occur due to over flexure of the reload while attached to the instrument. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.